Event description:
New information received notes that the implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing again. There were no patient consequences.

Event description:
New information received noted that programming changes were made. There were no patient consequences.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. The patient's status was unknown.